Manufacturer narrative:
This information is also sent to the (B)(4).

Event description:
The patient, (B)(6) and his family are vacationing in (B)(6). They had the sun/rain canopy down due to excessive sun. The father stated that (B)(6) chewed a piece of foam of the pommel and swallowed it. The foam was lodged in his throat and his father had to perform the heimlich maneuver. (Description is from (B)(6)).